Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported what appears to be shocks while on recovery after the crt-d implant. The issue was resolved with device reprogramming. According to the patient, the issue was related to the lead. Then, the patient was at the hospital and was feeling like he was going to pass out. Vital signs looked good and the device was not checked. The patient also reported to feel chest and arm pain. There was pain some inches below the incision for the crt-d. The patient mentioned that he could see the chest vibrating, likely muscle stimulation. The crt-d and the rest of the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.